Manufacturer narrative:
No medwatch form was received.

Event description:
The patient presented to the emergency room with chest pain. The pacemaker was programmed to vvir due to chronic atrial fibrillation and was pacing at 120 pulses per minute (ppm). A magnet was placed over the device and it paced at 90 ppm. Upon removal of the magnet, the device went back to 120 ppm. Rate response was programmed to 12 in 2003. It was repro- grammed to 1, and the rate went down to 88 ppm. There was concern about the sensor, so the device was to be replaced.